Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent felt that their implantable pulse generator (ipg) moved from its implant position. It was noted that the ipg had migrated and slack had pulled back on both pacing leads. The ipg system was revised and remains in use. No further patient complications have been reported as a result of this event.